Event description:
The customer reported discrepancy between sensor glucose versus blood glucose readings along with predicted alert and threshold suspend. Customer's blood glucose was 95 mg/dl. The customer was educated about sensor glucose versus blood glucose readings. The customer was advised to calibrate when stable and not to over calibrate. And the customer was advised to inset sensor in the area where pressure cannot be applied on the sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).